Event description:
Zlb plasma's devices are continuously used on donor's with blood spatters from prior donors and without required, scheduled maintenance, as noted in their equipment log books. Dates of use: 2003--2007. Diagnosis or reason for use: blood plasma draw and separation. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.